Event description:
Complainant alleged that during a rain storm, the medics were monitoring a pt(age and gender unk) at the scene of an accident. The device successfully monitored the pt for a little while, but then powered off and never came back on . The medics then transported the pt to a hosp. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.